Manufacturer narrative:
No bends or kinks were observed in the soft cannula. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manually rotating the ratchet gear, fluid was found to exit the fluid path as intended. No signs of leakage were found along the fluid path during the leak test. The download data generated an 0x10 alarm indicating a reset caused by sawcop expiration. The device was reset and paired with the master pdm. A 5 unit bolus was successfully delivered. The rerun data did not reproduce the alarm. Investigation founds no damage or deficiencies that would result in the alarm. The cause of alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached almost 300 mg/dl while wearing the pod between 4 and 24 hours. Patient noticed the pod was leaking during wear. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.